Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 450 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer stated that insulin pump had blank display. The customer stated that contact on the battery cap was neither damaged nor corroded. The troubleshooting was performed for the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, self test, off no power and all operating currents tested within the specification range. The pump was monitored and tested with no blank display noted.